Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices(see b5), as well as updates to the information in d9, h3, h4, h6 and h10.

Event description:
The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was completed. Water was aspirated through the instrument/suction channel, and the air/water channel and auxiliary water channels were flushed. The detergent used for pre-cleaning was bomix plus 2% lösung. During manual cleaning, the detergent used was bomix plus 2% lösung. The instrument/suction channel, suction cylinder, and instrument channel port were brushed with single use brush, desomedical ag mw00068468. Manual disinfectant was not performed. The automated endoscope reprocessor (aer) used was medivators advantage + pass-thru (von duomed) with intercept detergent and rapicide a + b disinfectant. The device was dried by using a endodry drying cabinet. Olympus is the maintenance company. There was no patient infection.

Event description:
The customer reported that, during receipt inspection, their evis exera iii colonovideoscope failed a culture test, and indicated unspecified problems with the culture test. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing, and no colony forming unit (cfu) was identified on the scope. The distal end, the instrument/biopsy/suction channel, the air/water channel, and the auxiliary water channel were all sampled, and there was no detection in any of these locations. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
On 18apr2023 and 24apr2023, an independent host-microbe interaction (hmi) report and a discovery report were respectively received. The 3rd party hmi report indicated that there was no detection of any growth (negative culture). The distal end, the biopsy and suction channels, the air/water channel, and the auxiliary water channel were all cultured as part of the report. The device was returned to an olympus repair facility, and an evaluation of the device was performed. The discovery report detailed that, during the device evaluation, the following findings were noted: wear of the flexibility adjustment ring, bending section cover adhesive cracked, and bending angle in the up direction not meeting the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.